Event description:
Reported by the complainant as follows: when using the ecgs, the biomedical laboratory technicians experienced that more than 50% of the ecgs showed no signal. The monitors showed only a straight line.

Manufacturer narrative:
(B)(4).